Event description:
The last deltapaq cerecyte microcoil 2.5 mm x 6 cm (cdf10025630/m10547) could not be released although the physician tried many times. Changed to a new coil to complete the procedure.

Manufacturer narrative:
The last coil, a deltapaq cerecyte microcoil 2.5 mm x 6 cm (cdf10025630/m10547), could not be released although the physician tried many times. The device was changed to a new coil to complete the procedure. No further information regarding the use of the coil or the event has been provided in response to multiple investigative attempts. The undamaged coil was returned still attached to the device positioning unit (dpu) via the detachment fiber. The dpu passed electrical testing. The detachment fiber partially melted and extended above the distal tip of the dpu. The detachment fiber then adhered to the coil¿s socket ring and the stretch resistance sutures resulting in the failure to detach. The evidence strongly suggests that the most likely contributing factor to the coils failure to be released inside the aneurysm was due to the detachment fibers failure to fully melt during the detachment cycle. The failure of the detachment fiber to fully melt may have been due to the detachment fibers loss of tension. This loss of tension against the resistive heating coils heating surface would most likely result in a partially melted extended detachment fiber. This loss of tension most likely occurred during advancement inside the microcatheter or if repositioned in the presence of resistance. However, the exact circumstances that caused the possible loss of tension to the detachment fiber cannot be determined. In addition, without the return of the unidentified detachment control box (dcb) and the connecting cable and without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the event. However, there was no report of any noted device problems with these components and it is noted that a new coil was used without difficulty to complete the procedure. It is possible that procedural factors/device manipulation may have contributed to loss of detachment fibers tension and the failure of the coil to detach. However, no conclusion can be made without information as to whether the pre-deployment test was completed or information regarding the procedural use prior to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.